Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Correction to update coding as this was the same event per related regulatory report # 3004209178-2025-03112. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient and a healthcare provider (hcp) via a company representative who reported that the patient stated that they did rest their tablet and phone on their abdominal area while sitting in their recliner. The reporter explained to the patient that magnets can potentially stall the pump. The patient wasn¿t going to do this anymore. The managing account was aware of the issue and monitoring the patient. The pump was still implanted and working. The patient had no adverse events with regards to the therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving bupivacaine 7.5mg/ml, clonidine 20mcg/ml, and hydromorphone 15mg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported that the pump had 2 motor stalls of unknown origin. The first was on (B)(6) 2024 and the second one was 2 days ago. Both motor stalls lasted roughly 10 minutes and recovered. The company representative would call the patient to see if they could rule out any external causes.